Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/20/2025 the user reported the ilet device became unresponsive after charging and attempting to change the cartridge. Blood glucose was not affected. A replacement device was sent.